Event description:
It was reported that a malfunction occurred on the pump. No adverse impact was noted to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service provided instructions for resetting the pump, which successfully resolved the issue, and advised the customer to continue using the pump while monitoring for any recurring malfunction codes. No further action was noted beyond these steps.